Event description:
In 2009, hitachi received a report from a customer using an echelon 1.5t MRI scanner that a pt had experienced what appeared to be burns on his chest wall and right arm. The pt had received a spine exam at the facility. He did not indicate any problems during the exam. Approximately 2 hours post exam, he reported to his personal physician a feeling like there was a heating pad on his chest that kept getting warmer and warmer. The physician examined the pt and found 2 affected areas about the size of a 50 cent piece that were beginning to blister. No other injuries were reported. The site did not report if the physician treated the affected areas. The pt wore his own clothes (t-shirt). The pt was a metal worker and was screened for metal implants, particles, etc. Pt reported that he had no implants of any kind. The t-shirt was not a work shirt. The MRI site did not see the pt's injuries, they were reported by his physician. As of two days later, the physician had not seen the pt again since the incident date.

Manufacturer narrative:
The echelon is a 1.5 tesla magnet. The receive coil in use was tested for localized heating and the results were negative. The coil and system performed to specifications. There was no evidence of a malfunction. The pt's images were reviewed by hitachi and were found to have acceptable image quality and were free of image artifacts. Based on the info given to the site about the injuries, the affected areas were not in direct skin contact with the MRI receive coil, cables, or other components of the echelon system.